Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that four episodes of pacemaker-mediated tachycardias were found on stored egms. It was found to be associated with an undersensing issue. Technical serives recommended programming changes. The physician decided to do the programming changes to the device when the patient visits for the next follow-up.

Event description:
New information received notes that only one pacemaker-mediated tachycardia (pmt) episode observed via merlin.net transmission was successfully terminated by the pmt algorithm and was unrelated to the ventricular undersensing. The anomaly was resolved.